Manufacturer narrative:
If implanted; give date: n/a as the lens was inserted and removed. If explanted; give date: n/a as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye of an intraocular lens (iol), the cartridge seemed to be too tight for the lens to go through. Reportedly the lens was scratched/cracked. Additional information was received and it was learnt that the lens had to be cut out of the patient's eye. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/09/2017. Device returned to manufacturer? Yes. Device evaluation: only a piece/half of the intraocular lens (iol) was returned at the manufacturing site for evaluation. No lens haptics were observed. Based on the evidence observed, the condition of the lens was consistent with a unit that was handled and cut during the iol removal process. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.